Manufacturer narrative:
The device was returned with the formed needle exposed, the pink slide was not seen in the viewing window, and the needle mechanism assembly was in an incorrect position. Investigation found the mechanism spring to be too tight causing a failure of the linkage assembly to rotate properly. This ultimately prevented the formed needle from fully retracting. The downloaded device returned an 0x1c, indicating the pump had reached expiration time. It was confirmed that the device ran to 80 hours.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure. The pod was worn for longer than 48 hours and there was no reported impact to patient's blood glucose levels.